Event description:
Information was received indicating that this subcutaneous infusion set would not adhere to the patient's skin. As a result, the patient's blood sugar rose. In order to bring their blood sugar back down, the patient determined the amount of insulin needed and administered a manual injection. No additional adverse patient effects were reported.

Manufacturer narrative:
One smiths cadd cleo infusion set was received for analysis. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. A review of the production run of cleo was performed to verify that there aren't any practices that create the event. Records were reviewed, in order to ensure compliance with gmp's requirements. No discrepancies were detected but the issue has been attributed to an improper assembly.